Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01555. It was reported that the patient underwent surgical intervention wherein the system was explanted due to the ipg and lead being nonfunctional. Further information is unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation the ipg was not functional was not confirmed. The ipg was returned without any visible anomalies that would contribute to the issue. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. The root cause of the reported issue could not be determined.